Event description:
The lay user/patient contacted lifescan alleging the meter has dark blue/ purple coloring on the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that the device was explanted after an implant duration of approximately 6.53 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via e-mail) for the device, operative report, and additional information (on 07/28/2010 and 08/04/2010); however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B)(4) = suture looping.on 08/17/2010 (through follow-up with the health-care provider), a response was received via mail. It was learned that the device was explanted due to a suture running over a stent of the prosthesis. The patient was noted to have mitral regurgitation. The operative report was also requested, however, it has not been provided. No other details were provided.